Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer called the company service representative to assist with troubleshooting. The company service representative found that the system was not recognizing their laser indirect ophthalmoscope (lio). The customer was then instructed to use a different lio, which resolved the issue. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer¿s lio not being recognized by the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system's light source was out. Additional information has been requested.